Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: the weight of the device was measured and found to be below the product specification, indicating a loss of material. Black particle material was noted on the shell. The device was separated by a sharp edged, unidentified (tear) opening on the posterior. The overall shell thickness was measured and found to be within specification. The reported event of rupture was confirmed however the root cause could not be determined through analysis. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. E1 state: (B)(6). E1 zip code: (B)(6). Continued h6 imdrf health effect code: f2203.

Event description:
Explanting physician reported that an MRI noted "damage of the right implant." Explanting physician later reported rupture. Device has been explanted. This relates to the right side.